Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the customer may have adjusted the pump date incorrectly when adjusting the time and date due to moving to a different time zone. Customer did not provide a blood glucose (bg) value, but stated bg levels were low. Customer ate carbohydrates to address low bg levels. Tandem technical support guided the customer through adjusting the pump date.